Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the device knife blade was stuck on eschar buildup. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the knife blade from advancing or retracting. The knife trigger was pressed to release the knife blade from the eschar build up. The jaw was able to advance and retract properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, the opening and closing of the device's handle was a little stiff, and the knife was unable to return to its original position. Cleaning of the tip was performed, but the situation did not improve, so a new ligasure device was opened and used without any problem. There was no patient injury.